Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor and blood glucose readings. The customer's blood glucose level was reported to be 490mg/dl, and their sensor reading was 50mg/dl. It was reported that the customer received threshold suspend alarm. Troubleshoot was reported to be conducted. It was reported that the customer was advised to contact local office for policy replacement.